Event description:
Blood was noted to be coming from the neck cannula site. Pressure was held over the area, and thoracic surgery was paged. When they arrived, the ECMO cannulation site was explored. The problem was identified and the arterial cannula was re-secured in the right internal carotid artery by the thoracic surgeon.